Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted due to urinary stress incontinence, urethral sphincter insufficiency and rectocele. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent partial removal of foreign body on (B)(6) 2006 for exposure of mesh in the posterior vaginal mucosa. Patient also underwent excision of vaginal graft and posterior colporrhaphy on (B)(6) 2006 for graft erosion and rectocele. Patient had excision of vaginal graft on (B)(6) 2006 for vaginal graft erosion. Patient had excision of vaginal graft on (B)(6) 206 for vaginal graft erosion. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 04/19/2016. It was reported that patient underwent mesh revision on (B)(6) 2006 by dr. (B)(6).